Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found

Event description:
The device was interogated out of the box and there was an ongoing lead warning. The device was not used. This was reported prior to the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.